Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. Since breakfast, he observed his blood glucose go up. Customer's blood glucose level was 570 mg/dl. His blood glucose level kept increasing. He treated his high blood glucose level with several boluses. The customer was feeling drowsy. The high pressure test passed. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.